Event description:
The pt reported not feeling "physically well" since the pump was replaced (B)(6) 2009. The pt reported symptoms of passing out, throwing up, diarrhea, and low grade fever. The pt believed the symptoms were related to morphine withdrawal. The pt felt the pump was floating and flipping. There were no pump alarms. The reservoir volume at refill procedures was as expected. On (B)(6) 2010, the hcp reported the pt believed they experienced withdrawal, but there were no symptoms and it was not believed by the hcp that there was a problem with the pump or drug delivery. The pt lost weight. On (B)(6) 2010, the hcp reported the pump was not anchored when it was implanted (B)(6) 2009. The pump was difficult to fill at the first refill procedure; the hcp had to flip the pump to fill it. There were 2 fluoroscopy tests (dates performed not reported) that confirmed the pump was flipped. After insurance approval, the hcp anchored the pump (date this surgery was performed was not reported). During surgery, it was discovered the catheter was leaking (location of leak not reported). The catheter was repaired. Prior to this surgery the pump delivered morphine at 23 mg/day, bupivicaine at 3.45 mg/day, and clonidine at 921 mcg/day. After the surgery, the pt's morphine dosage was reduced to 3.5 mg/day. Following surgery, the pt was "doing fine". Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4) = passing out - (B)(4).